Event description:
The customer contacted physio-control to report that their device failed to charge up. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control received additional patient information from the customer. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the customers device and verified the reported issue. The unit was calibrated and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device failed to charge up. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.